Event description:
Patient called into patient services on (B)(6) 2011 stating his device is beeping. It was implanted on (B)(6) 2011. He was advised to call his physician and was given the number for medtronic. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).